Event description:
It was reported that the patient was seen in hospital for a implantable neurostimulator (ins) replacement and revision surgery. During the pre-replacement assessment impedance measurements indicated issues with contacts on the left side of the system with values ranging between 5000 and 7000 ohms. After ins replacement impedance measurements were repeated and remained unchanged, ruling out a malfunction of the ins itself. An incision was made at the connection site between the leads and extensions. At this point it was observed that the left electrode was fractured. Impedance measurements were repeated and contacts 2 and 3 now appeared in range. It was reviewed with technical services that surrounding fluids during the surgery may have caused this intermittent impedance abnormality. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (serial: unknown); product type: 0200-lead; brand name activa; product ID 37086 (serial: unknown); product type: 0191-extension; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.